Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of inappropriate auto-mode switch via remote transmission. Review of the transmission revealed possible far r-wave oversensing. Programming changes were recommended.